Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No number ramping or scrolling on display noted during testing.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the numbers were ramping up and the scroll bar was not moving with no input. The customer's blood glucose was 425 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with insulin shot. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.